Event description:
It was reported through the patient outcome, the patient passed away due to respiratory failure. The respiratory failure did not exist prior to implant. The patient was reportedly lethargic and hypothermic prior to death. Care was withdrawn.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported respiratory failure and subsequent patient outcome could not be conclusively established through this evaluation. Hm3 lvas was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists potential adverse events, including respiratory failure and death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.